Event description:
According to the reporter, during a procedure, the stapler had a poor staple formation. The reload partially fired. There was also staple line incomplete at the distal site. To resolve the issue, the surgeon replaced the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.